Event description:
Patient underwent a planned left ureteroscopy. The ureteroscope initially inserted easily. After surgery was completed, the scope could not be removed. 2 ¿ 4 cm of ureteroscope was left in the distal ureter. On examination of the visible portion of the ureteroscope that was protruding from the ureteral orifice, the plastic sheathing on the outside of the scope had partially detached from the proximal end of the scope, and was accordioned inside the ureter, making the scope impossible to remove. Finally removed after 2 subsequent surgeries.